Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an aneurysm, a 2mm x 3cm galaxy g3 mini coil (glm920030, l14470) was being used as the first coil. It was used as per the instructions for use (IFU) but the coil was not able to advance due to the resistance felt at the sheath part. It was replaced with a competitor¿s coil and the procedure was completed. There was no report of patient injury. There was no evidence of physical material within the device. The customer states there is no additional information available. One non-sterile galaxy g3 mini 2mm x 3cm unit was received inside of a pouch. The device was visually inspected, the introducer was found damaged. Then a microscopic analysis was performed, the embolic coil was found stretched and protruded from the introducer. No other damages were observed. The marker band was found at 38cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l14470 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil - resistance/friction-with introducer¿ could not be evaluated because the embolic coil was found protruded from of the introducer and it was unable to move. However, the stretched condition noted on the embolic coil may have contributed to a resistance/friction felt and due to this we can confirm the complaint. The stretched condition noted on the embolic coil appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The IFU gives instructions for when resistance is felt during delivery of the device. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device; however, the application of undue force against resistance could cause damage to the device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization of an aneurysm, a 2mm x 3cm galaxy g3 mini coil (glm920030, l14470) was being used as the first coil. It was used as per the instructions for use (IFU) but the coil was not able to advance due to the resistance felt at the sheath part. It was replaced with a competitor¿s coil and the procedure was completed. There was no report of patient injury. There was no evidence of physical material within the device. The customer states there is no additional information available. Based on the analysis of the device received, the embolic coil was found stretched.